Event description:
As reported by our (B)(4) affiliate, post deployment the 26mm sapien xt valve had severe paravalvular leak (pvl) and a second valve was implanted. Due to the patient¿s low cardiac function at baseline it was planned to use cardiopulmonary bypass (cpb) and cpb cannulas were inserted prior to the transapical procedure. The procedure was started with the pump off. Following bav, aortic regurgitation 4+ was noted and the blood pressure dropped to 48/35mmhg and cpb was immediately initiated. Cpb was stopped and a 26mm sapien xt valve was positioned 50:50 in the annulus. The valve was implanted under rapid pacing with 2ml less than nominal volume. Since the patient had a narrow sinotubular junction (stj), the balloon was pushed into the left ventricle during deployment. The xt valve was implanted in a 40:60 aortic/ventricular position with 3+-4+ pvl. Post dilation was performed with 1ml less than nominal volume, but pvl was unchanged and it was decided to perform a valve in valve. The second sapien xt valve was deployed with nominal volume. During deployment, the balloon was also pushed by the stj, but the xt valve was implanted in a 50:50 position and the pvl was improved to 1+. The patient was stable and was weaned off of cpb. The procedure was finished. The physician stated that the balloon was pushed due to narrow stj. The aortic annulus measured 20.9mm with moderate valve calcification and severe aortic root calcification by tte. The stj diameter measured 22.3 mm.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, a narrow stj caused the valve to move downwards during deployment affecting its landing position. The cause of the post deployment 3+ to 4+ pvl appears to be related to the positioning of the valve. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.